Manufacturer narrative:
(B)(4). An ultraflex esophageal ng stent and delivery system were returned for analysis. An examination found that the exterior tube was detached from the valve body. A visual and tactile examination of the device found that the clear exterior tube was bunched at various locations along its length. This type of damage is consistent with the application of excessive force to the delivery system. The stent was fully sheathed on the delivery device. An examination of the stent through the clear exterior shaft identified that the wire at the proximal end of the stent were crossed over. There were no wires puncturing through the exterior shaft. It was possible to deploy the stent with no resistance noted upon retracting the exterior shaft by hand. An examination of the fully deployed stent confirmed that some of the stent wires at its proximal end were crossed over on each other. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The exterior shaft had detached from the valve body. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on october 6, 2015 that a wallstent¿ biliary uncovered stent was to be used in the common bile duct hilar region to treat a malignant stricture during a biliary metal stenting procedure performed on (B)(6) 2015. Reportedly, the patient¿s anatomy was not tortuous and had been dilated prior to stent placement. According to the complainant, during deployment, the deployment handle had detached from the catheter and the wallstent¿ biliary stent could not be deployed. The procedure was completed with another wallstent¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was damaged.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary uncovered stent was to be used in the common bile duct hilar region to treat a malignant stricture during a biliary metal stenting procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had been dilated prior to stent placement. According to the complainant, during deployment, the deployment handle had detached from the catheter and the wallstent biliary stent could not be deployed. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was damaged. Additional information received on march 10, 2016. The biliary metal stenting procedure was performed on (B)(6) 2015 .